Event description:
It was reported that intermittent cartridge alarms occurred (alarm 19) during the load sequence with multiple cartridges. Customer¿s blood glucose level was 156 mg/dl. Reportedly, the customer believed they had manual injections for backup insulin therapy, but was not certain. The customer declined follow up from customer technical service. No additional information was provided.